Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit failed and could not be opened. The user attempted to reboot the station but was unable to recover the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by recovering the device, and no further investigation was required. The system functioned as intended after the customer resolved the issue.